Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, yellow particles on the shell, one opening curved on the posterior, white particles (calcification) on the shell and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior and non-penetrating nick on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the posterior due to an unidentified (tear) opening. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.